Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2013 approximately 2 years and 3 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be due to prosthesis wear, instability and/or related to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.